Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the cardioverter defibrillator that had been implanted for approximately six years and six months could not be interrograted and pt alert sounded. The device was explanted and returned for analysis. No patient consequences have been determined as a result of this event.

Event description:
It was reported the cardioverter defibrillator that had been implanted for approximately six years and six months could not be interrogated. Additionally, the defibrillator generated the patient alert tone, which is still on-going. The device was explanted. No patient consequences have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected adverse event flag. The device is part of the advisory for this model. Evaluation summary: (B)(4) preliminary analysis found that the device had no telemetry and no output. Visual inspection showed arcing occurred on the hybrid where the high voltage capacitor stack is connected. The damage created by secondary arcing on the hybrid and the resultant overstress created a high current path that depleted the battery. The depletion was not the result of a meshed anode grid short.